Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular in other country, as per specifications. The device was not returned for investigation; therefore, no complaint root cause can be identified. It is stated in the instructions for use under precautions - "do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.

Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: dislodged stent compressed in vessel. Device issue: stent dislodgement. It was reported that filter wire was advanced to the svg artery rca; however, the graftmaster stent could not advance to the perforation with filter wire in place. An attempt was made to remove the filter wire and place the graftmaster at the perforation. Upon removing the filter wire, the graftmaster caught on a previously implanted proximal stent and stent stripped off the delivery system, staying in proximal svg rca. The graftmaster was compressed into the vessel wall, in the proximal svg rca. The perforation sealed with ptca balloon and it was reported that the patient did well. No additional event or patient's information is available.